Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right vein using the pre-close technique via a 5fr sheath hole prior to a watchman procedure. Reportedly, the foot of the proglide device failed to retract and could not be removed from the patient anatomy causing vessel damage. A cut down procedure was performed to remove the device and repair the vein. The vein was sutured closed to achieve hemostasis. The watchman procedure was canceled. There was a reported clinically significant delay in the procedure or therapy. Return device analysis identified the guide of the proglide was separated but held together by the actuator wire. Follow-up with the account confirmed that the physician was aware of the separation. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The foot retraction issue could not be tested/ confirmed due to the condition of the returned device. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: outcomes attributed to ae.